Event description:
It was reported that after showering and reconnecting components, the ilet temporarily did not display cgm readings, and cgm values resumed during the call; the user was on dexcom g7 and was advised that brief communication interruptions can resolve within approximately 15¿20 minutes. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and no device replacement. Investigation included phone-based troubleshooting and user education regarding cgm signal recovery after disconnection and reconnection. Investigation of this case revealed a transient communication interruption between the cgm and the ilet without device malfunction, consistent with expected behavior following temporary signal loss. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction leading to transient cgm-to-ilet communication loss.